Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. The device is in a clinical study and not available for evaluation. Date implanted - unknown . (B)(4).

Event description:
It was reported that patient underwent partial knee arthroplasty as part of a clinical study. Subsequently, patient experienced aching and reported a clicking or catching in the knee. Radiographs revealed questionable posterior femoral component lucency. A revision procedure was performed on (B)(6) 2008, and all components were removed and replaced.